Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a bent needle of a radial jaw 4 large capacity biopsy forceps device protruded beyond the forceps jaws. According to the complainant, the procedure was completed with another radial jaw 4 large capacity biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
Although the suspect device has been received; the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined.